Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was oversensing resulting in non-sustained episodes and one inappropriate shock.